Event description:
It was reported that the patient had global instability requiring total knee revision. The patient fell and dislocated their knee.

Manufacturer narrative:
The following devices were also listed in this report: 5512-f-301 tri ts femur sz3 left; hsy4l; 5521-b-300 tri ts baseplate size 3; lvd9ta; 5540-a-301 triath fem distal aug 5mm - size 3 left; hr74s; 5541-a-301 triathlon fem dist aug 10mm size 3 left; d449s; 5560-s-115 triathlon cemented stem-15mm x 50mm; 1130463e; 5560-s-115 triathlon cemented stem-15mm x 50mm; 1130463e; 5550-g-278-e triathlon symmetric x3 patella; 1xrh; 5543-a-300 tri post augment sz3 5mm; hxh3i; 5546-a-302 tri rm/ll tib aug sz3 10mm; xl78542a; 5546-a-301 tib lm/rl tib aug sz3 10mm; xl76024a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to global instability. The event was not confirmed and the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.